Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed the displacement test and self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). However, under microscope inspection u1 on keypad assembly broken solder joint on pin #6 was noted that might have caused the intermittent button response. Unit was also received with stained keypad overlay, scratched case, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails and battery tube threads - cracked. In conclusion, the customer allegation was not confirmed. No frozen screen noted during testing. However, intermittent button response was noted due to broken solder joint #6 on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported a frozen display. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.